Event description:
The reporting facility described an event involving a pt. The surgeon placed one piece of duragen-(B)(4) over craniectomy site. The pt experienced an inflammatory reaction five weeks post operatively. The duragen was removed. Microbial cultures were obtained and negative. Pt was discharged on (B)(6) 2010.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.